Event description:
The unit's low distilled water warning alarm reportedly occurred. Subsequently a smell of burning was reportedly noted. There was no reported pt injury. Ge healthcare's investigation into the reported occurrence is still ongoing.